Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: acute myocardial infarction (ami) requiring surgical intervention, is considered to be permanent impairment or damage. Device issue: no device malfunction has been reported. It was reported via a trial that the xience stent was deployed in the mid right coronary artery (rca) in late 2008. However, three days later, the patient returned with an ami and was found to have an acute closure of the target vessel. The patient had unstable angina class I, st elevation mi, non q-wave mi. The patient was sent for coronary artery bypass graft (CABG) surgery of the target vessel and a non target vessel. No additional event or patient information is available.